Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips are not ligating when loaded. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73c1700360 was manufactured on 03/20/2017 a total of (B)(4) pieces. Lot was released on 02/23/2017. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. The returned sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws of the device. This was repeated with the same result. It appears that the clips are out of position. The device was disassembled to inspect the internal components. Upon disassembly, it was confirmed that the clips were out of position in the channel. The sample was received with 4 clips remaining in the other remarks: channel indicating that 11 clips were fired by the end user. The clips being out of position would lead to loading issues. It is possible that the clip stacking occurred due to an assembly error, but this sample was manufactured before the most recent changes were made to the assembly line to mitigate this potential issue. These changes were documented under engineering change order 05 537. However, it is also possible that the clips became out of position during use. Since it could not be determined exactly how or when the clips became out of position, the root cause of this complaint issue is undetermined. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." It is possible that this complaint issue occurred due to an assembly error, but this sample was manufactured before the most recent changes were made to the assembly line to mitigate this potential issue. These changes were documented under engineering change order 05537. It is also possible that the clips became out of position during use. Since it cannot be confirmed when or how the clips became out of position, the root cause of this complaint issue is undetermined. The reported complaint of "clips not ligating when loading" was confirmed based upon the sample received. One device was returned. The device was received with 4 clip remaining in the channel indicating that 11 clips were fried by the end user. Upon functional inspection, the clips were unable to properly load into the jaws due to them being out of position in the channel. If the clips are out of position and stacking on one other, they would not be able to properly load into the jaws of the device. It is possible that the clip stacking occurred due to an assembly error, but this sample was manufactured before the most recent changes were made to the assembly line to mitigate this potential issue. These changes were documented under engineering change order (B)(4). However, it is also possible that the clips became out of position during use. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. We will continue to monitor and trend on this issue. The root cause of this complaint is undetermined. Additional method code: 26.

Event description:
It was reported that the clips are not ligating when loaded. There was no patient injury.